Event description:
It was reported that the customer was taken to the emergency room twice due to high blood glucose. Caller stated that the second emergency room visit, they were out of the town. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.